Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for pre-dilatation. However, during the second inflation at 6 atmospheres for 6 seconds the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: received product consisted of a sterling otw balloon catheter. The balloon was loosely folded. The tip, balloon, inner/outer shaft and port/exit notch were microscopically and visually inspected. Inspection revealed a burst in the balloon material that was 14mm in length. Inspection of the rest of the device found no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for pre-dilatation. However, during the second inflation at 6 atmospheres for 6 seconds the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.